Event description:
Device report from switzerland reports an event as follows: it was reported that during a procedure on (B)(6) 2022 the screwdriver tip broke off during release of the connecting screw to remove the insertion handle. As a result, the spherical hexagonal tip of the screwdriver remained in the connecting screw and could not be removed. The surgeon decided to cut off the insertion handle with a cylindrical burr to be able to release the insertion handle from the nail. The distal threaded part of the connecting screw remained the nail. Procedure was completed successfully with a sixty minute delay. This report is for a connecscr f/insertion handle. This is report 3 of 3 for pc- (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. There is no known lot number. Therefore; a manufacturing records evaluation cannot be performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The received images were also reviewed. Visual analysis of the returned sample revealed that there was no defects with the connecscr f/insertion handle. As reported in the event description, the connecscr f/insertion handle was cut off by the surgeon but there is no evidence of any product defects. No evidence of any embedded devices was provided, therefore that allegation cannot be confirmed. A dimensional inspection was unable to be performed due to the cut by the surgeon. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the connecscr f/insertion handle was found to have no defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current revision was reviewed. No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.